Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device upgrade procedure from an implantable pulse generator (ipg) to implantable cardioverter defibrillator (ICD), the patient experienced a perforation due to the attempted implant of a new high voltage right ventricular lead. The blood pressure dropped and the pacing impedance was low; the perforation was confirmed via an echocardiogram. The high voltage lead was not implanted, the upgrade procedure was cancelled, and the low voltage lead remains in use. No further patient complications have been reported as a result of this event.